Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had multiple episodes of post paced t-wave oversensing. Programming changes to the device's sensitivity were made. The patient had no adverse events as a result of t-wave oversensing. Patient was stable. Also, the device was reprogrammed to ddd.